Manufacturer narrative:
Applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had an infection. No environmental, external, or patient factors were reported to have caused this issue. After implant on (B)(6) 2017, the hcp consulted an infectious disease hcp regarding possible device "po key" infection. The infectious disease hcp deemed positive infection and recommended explantation of the system. The system was explanted on (B)(6) 2017. The issue was reported as resolved and the patient was "alive - no injury." There were no further complications reported at this time.